Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr  determined that touchscreen needed to be replaced. Tested and calibrated the screen. Completed uvt/ovp procedure. No further issues. If additional information becomes available, it will be submitted in a follow up report.

Event description:
It was reported that a vela ventilator's touch screen froze during maintenance. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. Immediately upon start up, the touch screen was responsive to touch, accepted calibration correctly, and operated without fault.